Event description:
The ggvod-7mm device was easily advanced through the sheath to the descending aorta. The device was advanced into the aorta and the sheath pulled back towards the ductus. The feeder wire was advanced such that about 1/2 to 2/3rd's of the filler wire was fed into the bag. Gentle tugging on the entire sheath/device system suggested that the device was secure in the ductus. An aortogram was done with the device still on its delivery sheath. This showed good positioning of the device in the ductus. Before preparations were complete to release the wire, premature ventricular contractions were noted on the monitoring EKG. Fluoroscopy showed that the device had been displaced from the ductus and was likely in the pulmonary artery. The initial attempt to remove the filler wire resulted in no apparant retrieval of the filler wire from the device bag. The sheath/device system was then pulled back to the right ventricle, and the attempt to pull back the filler wire was repeated. There was no obvious resistance to pulling, but there was no apparent effect on the filler wire within the bag. The sheath/device was then gently pulled through the tricuspid valve with no evident hang up and the rhythm then reverted to normal sinus rhythm for the remainder of the case. At this point it appeared that the device would be surgically removed. The pt went to surgery and the device was easily removed from the right atrial appendage without bypass and the pda ligated.